Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. Under microscopic inspection, there was no witness marks from the needle tip impacting the beveled walls. The jaw gap was measured for instrument and met specifications. No signs of shearing of the toggle switches were observed. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bariatric procedure, the surgeon begins to use it and after about 4 bites the needle falls out of the device in the patient. Five dlu's in one case today had the exact same issue. He said the device does not toggle well these days and he really believes the issue is with the handle. Case was delayed 35 minutes so at this time status of patient unknown.

Event description:
The needle fell into the patient but was retrieved. The surgeon continued to use the product until it worked.